Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the gogear shower bag allowing fluid ingress inside was confirmed and reproduced. The gogear shower bag was returned in what appeared to be unremarkable physical condition. The bag was mounted in a sink, and water was poured onto the bag for approximately 15 minutes to induce a fluid ingress issue. The bag was then visually inspected. Fluid was observed at the base of the battery/battery clip enclosure. It appeared that the seams on the bottom of the bag had slightly loosened and allowed water to ingress slowly into the bag. The ingress was only observed at the bottom of the bag, and no fluid was noted inside of the top lid or within the controller pocket. A root cause for the reported fluid ingress was determined to be damaged seams on the bottom of the bag; however, a root cause for this damage could not be conclusively determined through this analysis. The relevant sections of the device history records for the heartmate gogear shower bag were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The IFU and patient handbook instruct the user to periodically inspect wear and carry accessories for damage or wear. These documents further state, ¿if an accessory appears damaged or worn, do not use it. Contact the manufacturer with questions or to order a replacement, if needed.¿. The IFU and patient handbook also provide instructions on using and assembling the shower bag. The IFU further warns that the shower bag must dry completely between uses. After showering, the exterior of the bag should be wiped with a clean, dry towel, and the bag should be allowed to drip dry completely before being used again. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that over the past six months, the patient experienced leaks in the shower bags when taking a shower. All zippers and clasps were secured. The patient was positive they were doing everything correct when putting the bag together and setting up the equipment. The equipment procedure was reviewed with the patient to ensure everything was correct. Batteries required drying after recent showers due to water exposure inside the shower bag.